Manufacturer narrative:
Date of event: (B)(6) 2018. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -8.50/+1.50/113 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2018 but was not successful. The lens was exchanged for another lens and the problem was resolved. The reporter indicated the cause of the event was unknown.